Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician completed one pass using the velocity through a neuron max 6f 088 long sheath (neuron max) and then removed the velocity from the patient. There was no report of resistance while advancing and retracting the velocity. Upon removal of the velocity, the physician noticed that the strain relief was unraveling. Therefore, the procedure was successfully completed using a new velocity and the same neuron max via a direct aspiration first pass technique (adapt). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the strain relief was stretched from approximately 2.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the strain relief was stretched. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted out of a rotating hemostasis valve (rhv) without opening the rhv, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.